Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) ran the server downtime query and found no delays or abnormalities in the interface. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, interface went down and messages did not cross over. The customer stated that hospital it team reviewed the issue on their end and did not find any problems. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.